Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/10/2023. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due the condition of the heater wire. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; jaw" was not confirmed, however the analyzed failure "material twisted/bent wire" was observed. The lot # 3000317674 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the hemopro 2 jaw broke and came apart. A 2nd evh kit was opened to complete the procedure. No procedural delay. No patient injury reported